Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is due to the clip becoming caught in the chordae. However, a cause for the clip becoming caught in the chordae could not be determined. The reported incomplete coaptation is a cascading event of the unintended movement of the delivery catheter (dc) handle. The reported tissue injury and foreign body in patient are cascading events of the unintended movement of the dc handle. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported improper or incorrect procedure or method was associated with the user not securing the fastener of the dc handle, resulting in unintended movement of the dc shaft and clip. It was determined that this contributed to the reported adverse events; therefore, the deviation from the instructions for use (IFU) and its associated potential adverse events will be addressed in the letter requested by the account. The additional devices mentioned in b5 are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. First, a xtw (lot: 40715r1066) was implanted successfully anterior/posterior reducing mr to grade 3. A second clip xtw (lot: 40305r1083) was then chosen for implant. During grasping attempts, the clip became caught in the anterior chordae. After several attempts to get free, the clip was removed from chordae but a chordal rupture was observed. The clip was then placed lateral to the first clip. The physician then forgot to fasten the delivery catheter handle properly, so after the lock line was removed the delivery catheter was accidently advanced causing the clip to detach from the anterior leaflet. Since the lock line was removed, the clip was deployed only attached to the posterior leaflet. A third xtw lot: 40807r1103) was then placed to stabilize the second clip and chordal rupture. The procedure ended with mr reduced to grade 2-3. There was no reported clinically significant delay. After removal of the steerable guide catheter, a significant right to left shunt was observed via the transseptal puncture site. The patient's oxygen saturation decreased due to the shunting so it was decided to close the atrial septal defect (asd) with a 10 mm amplatzer septal occluder (lot: 8662294). The occluder was inserted into a 8f amplatzer trevisio 45/80 delivery sheath and advanced to the defect. While opening the first disc of the occluder, a cobra deformation was observed. The occluder was retracted and deployment attempted again, but the deformation occurred again. The occluder was removed and a replacement 10 mm amplatzer septal occluder (lot: 8662294) was placed successfully. There were no patient consequences or clinically significant delay. The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. First, a xtw (lot:40715r1066) was implanted successfully anterior/posterior reducing mr to grade 3. A second clip xtw (lot: 40305r1083) was then chosen for implant. During grasping attempts, the clip became caught in the anterior chordae. After several attempts to get free, the clip was removed from chordae but a chordal rupture was observed. The clip was then placed lateral to the first clip. The physician then forgot to fasten the delivery catheter handle properly, so after the lock line was removed the delivery catheter was accidently advanced causing the clip to detach from the anterior leaflet. Since the lock line was removed, the clip was deployed only attached to the posterior leaflet. A third xtw lot: 40807r1103) was then placed to stabilize the second clip and chordal rupture. The procedure ended with mr reduced to grade 2-3. There was no reported clinically significant delay.after removal of the steerable guide catheter, a significant right to left shunt was observed via the transseptal puncture site. The patient's oxygen saturation decreased due to the shunting so it was decided to close the atrial septal defect (asd) with a 10mm amplatzer septal occluder (lot: 8662294). The occluder was inserted into a 8f amplatzer trevisio 45/80 delivery sheath and advanced to the defect. While opening the first disc of the occluder, a cobra deformation was observed. The occluder was retracted and deployment attempted again, but the deformation occurred again. The occluder was removed and a replacement 10mm amplatzer septal occluder (lot: 8662294) was placed successfully. There were no patient consequences or clinically significant delay. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.